Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # k142688 complaint device was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the needle was exposed from the sheath on return. There was a bent noted at the luer lock and the sheath was damaged. The stylet was attached to the device on return but most of the stylet was outside of the device. The needle adjuster was at mark 0 and the sheath adjuster was at mark one on return. The stylet would not pass the kink below sheath extender. The luer lock was not bent. The device was re-evaluated on 9th june and the following was noted. A re-evaluation took place as it was suspected the needle could be broken rather than just kinked. The needle was easily pulled out from the sheath to show the needle broken below the sheath extender. A possible cause of this complaint is that the needle kinked during use which in turn resulted in needle breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. Another possible cause for the kinking of the device could be from loading/removing of the device from the endoscope however, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint the customer complaint is considered to be confirmed as needle broken. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided there has been no adverse reaction to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Echo-hd-3-20-c was used for eus-fna. First, endoscope (fuji film/eg-580ut) was advanced into the duodenum descending part of the patient, then the needle was inserted into the accessory channel. After first puncture of pancreas head, the needle was removed from the patient¿s body and the specimen was expelled followed by the flushing the device. After that, the stylet was reinserted into the needle, however, it could not be reinserted at all. It felt that the luer lock fitting got bent. Another echo-hd-3-20-c was used instead to complete the procedure. There have been no adverse effect to the patient reported. Device evaluated on the 08-jun-2017. Failure mode determined: needle breakage. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'distal/proximal needle breakage'.